Manufacturer narrative:
Additional devices implanted and/or related to this event: (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events which may occur and require intervention include vascular trauma (e.g., ilio-femoral vessel dissection, rupture).

Event description:
On (B)(6) 2019, the patient underwent endovascular treatment using gore® excluder® aaa endoprosthesis with gore® molding & occlusion balloon for abdominal aortic aneurysm. Reportedly the patient had pre-existing localized dissections in both the external iliac arteries. It was report that after deployment of gore® excluder® aaa trunk-ipsilateral leg endoprosthesis and contralateral leg endoprosthesis, an aortic extender endoprosthesis was deployed proximally. Touch up ballooning was then performed. It was reported that the contrast medium had flowed out of the blood vessel from the proximal neck, the aortic artery had ruptured at this area. To treat the rupture, four aortic extender endoprostheses were deployed on the proximal side. The outflow of contrast medium disappeared. It was noted that the left renal artery was unintentionally 50% covered by one of the aortic extender endoprosthesis (it is unknown which one of the five aortic extender endoprostheses were partially covering the renal artery). In order to secure blood flow to the left renal artery, a bare metal stent was deployed in the left renal artery. (Devices captured in a separate medwatch). After angiography, the blood flow to the left internal iliac artery was not confirmed. The possibility of occlusion of effects due to thrombosis was reported. Since blood flow to the right internal iliac artery was confirmed, the physician chose to monitor the left internal iliac artery occlusion. During closure of wound, the pulse in distal of right leg was weak. When angiography was performed, a dissection appeared to have occurred on the distal side of the stent graft, and blood flow in the right internal iliac artery could not be confirmed. It is unknown if the implanted device or the dryseal flex sheath was responsible for the additional dissection in the right iliac artery. In addition, angiography to below the knee was performed, the occlusion was confirmed. Two bare metal stents were implanted from the distal side of the stent graft to the right external iliac artery. After pta ballooning and passing wire and micro catheter below the knee, a slight blood flow was confirmed. The doctor stated "the no blood flow to the right internal iliac artery might be due to the dissection." The patient tolerated the procedure.